Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user on day two of ilet use experienced hyperglycemia with a reported peak blood glucose of 227 mg/dl that trended down without back-up therapy or alarms. Symptoms included fatigue. Outcomes included no medical intervention, no ketone testing, and no hospitalization. Investigation included troubleshooting and user education conducted remotely. Investigation of this case revealed no device alerts for severe hyperglycemia and no device malfunction reported, with the cause of the hyperglycemia unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.